Event description:
Situation: laser oral tracheal tube found to have leak. Background: special et tubes are utilized with ent laser cases. Assessment: during laser case, the laser et tube was noted to have a leak by resident where gray piece meets metal, near the cuff. Laser had not been used before noticing the leak. Anesthesia staff was notified, and the et tube was exchanged to a new one before proceeding with the case. Et tube was saved with package, charge rn notified. Reference number: 86395, lot number: 202201180x. Recommendation: notified company of potential defect. Manufacturer response for laser oral tracheal tube, (brand not provided) (per site reporter).